Event description:
It was reported that right ventricular (rv) lead exhibited high impedance. The alert limit was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.